Manufacturer narrative:
The device passed the displacement test, rewind, and basic occlusion test, prime test, excessive no delivery test and occlusion test. All alarms received during testing were properly recorded in the alarm history file. No alarm history anomaly noted. The device had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Event description:
The customer's mother reported via phone call of history anomaly with their insulin pump. The mother states the device is not recording the bolus history, and her son has had high blood glucose levels. The customer's blood glucose at the time was unknown. The customer's current blood glucose level was 244mg/dl. The customer's levels have been in the 400mg/dl. The mother states they have tried to treat the high level with the insulin pump. Troubleshooting was conducted and the device is being replaced and returned for analysis.